Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage to the silicone coating due to a loss of plasticizers. The modular cable was exchanged. Additionally, the system controller display was defective. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the display of the system controller (serial number: (B)(6)) not functioning as intended was confirmed. The controller was returned for analysis, and it was noted that the user interface (ui) was not responding to inputs as intended. The issue was traced to the ribbon cable that connects the ui membrane printed circuit board (pcb) to the controller¿s main pcb being partially disconnected at the main pcb. The log files did not show any interruption of controller¿s ability to support the pump as intended due to the dislodged connector. The root cause of the reported event was determined to be due to a dislodged internal connection. The root cause of the connection being dislodged was unable to be determined via this investigation. Additionally, it was found incidentally during investigation that the strain relief was damaged the device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. B and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.